Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level in the range of 400 mg/dl because when he placed his infusion set on the sensor did not click into place so he wasn't getting his insulin. Customer placed a new infusion set in and blood glucose was again over 300 mg/dl and would not come down. Customer's other blood glucose value was 312 mg/dl. Customer took bolus after he eat. Customer also stated that insulin pump also had threshold suspend alarm and low blood glucose due to over-blousing. Customer declined to troubleshoot the issue. Customer had normal blood glucose now and his most recent test result was 83 mg/dl. The device will not be return for analysis.